Manufacturer narrative:
Other relevant device(s) are: emitter 9733752 axiem 3 table top; upn (B)(4). No part were returned to the manufacturer for analysis as no parts required replacement. The issue resolved by reseating the cable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that the system was getting a 'localizer not connected' message. Troubleshooting was performed and after reseating the axiem box cable to the navigation system resolved the issue. It was suspected that the cable was not seated properly. There was no patient present when this issue was identified.